Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, high defibrillation impedance was observed on the right ventricular (rv) lead. The physician suspected lead insulation damage to be the cause of the event. The device was reprogrammed to resolve the event and the patient was in stable condition.